Manufacturer narrative:
The insulin pump buttons all responded properly. No keypad anomalies were noted. The insulin pump was received with a cracked case at the display window corners and minor scratches on the display window.

Event description:
Customer reported the down arrow on the insulin pump does not work. Customer's blood glucose was unk. Customer does not recall any significant event that may have caused the keypad issue. Customer was advised to discontinue use of the device and revert to back up plan. No further info provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.